Event description:
It was reported that the insulin pump alarmed motor error more than 3 times. Nothing further reported.

Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The unit was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and stripped coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.